Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer's representative regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had two percutaneous leads placed at t8, t9, and t10. The stimulator helped with their low back and leg pain. The patient had been getting migraines whether the ins was on or off but when the battery completely depleted the migraines lessened. When they charged the battery and didn't have stimulation on their migraines worsened. Impedances were checked and were between 800-1,000 ohms with one at 2,000 ohms. They had instances where they experienced a migraine with stimulation on and also when stimulation wasn't used for a day. The last couple month it was generally that the more they felt the stimulation in their face happen, the more that it is "intense", and then they would get the migraines. The patient had a constant terrible head pressure even with the ins off. It didn't fluctuate if they ran it or not and it was always the same as long as the battery was charged. The patient confirmed that when the ins was depleted for 2 weeks they experienced maybe only one headache. They didn't notice a difference w hen charging their device. After charging for 15 minutes from empty they had a headache. The patient had migraines prior to implant but reported that they had gotten worse, more intense, and more frequent. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the cause of the migraines occurring with the battery charged was not determined. The patient's doctor didn't think it was caused by their ins and the patient was sent to neurology and awaiting an appointment. The issue was not resolved. No further complications reported.